Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the date of the event has been overwritten due to continued use of the pump. The current black box data showed no evidence of unusual pump reboot events. No battery or cartridge caps were returned with the pump. A test battery cap was fully secured to the pump and was able to maintain an electrical connection. The battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no evidence of moisture or intermittent conditions was found on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.